Event description:
It was reported that the rv lead was explanted following a failed repositioning attempt. The physician attempted to reposition the lead as a result of high impedance and loss of ventricular capture. Upon removal, the helix only partially retracted and would neither extend or retract when tested. No patient complications were reported as a result of this event. Further information provided reports that the lead had an apparent conductor fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Other text : it was reported that the rv lead was explanted following a failed repositioning attempt. The physician attempted to reposition the lead as a result of high impedance and loss of ventricular capture. Upon removal, the helix only partially retracted and would neither extend or retract when tested. No patient complications were reported as a result of this event. Further information provided reports that the lead had an apparent conductor fracture. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event capture, failure to impedance, high lead(s), fracture of retract, failure to advance, failure to.